Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced the front end module (0670-00-0668), and the pressure transducers (0682-00-0076-01). The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported during routine check that the cs100 intra-aortic balloon pump (iabp) had an electrical test failed code 53. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.